Event description:
The facility reported an infusion pump with "shuts off by itself". It was not known if this occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.